Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis has not been performed at this time. Method: no testing. Methods performed (B)(4).

Manufacturer narrative:
Device evaluated on 2015-01-15. The product analysis found that from visual evaluation, the inner shaft near the tip of the transnasal bur was found broken. The bur head did not detach from the broken shaft assembly. The broken shaft measured approximately 1.5cm. A considerable amount of discoloration was present on the broken shaft piece indicating that the customer may have used the device aggressively causing the inner shaft (possibly at the angle) to come in contact with the inner wall of the outer shaft during use. It is possible that procedural / anatomical / operational factors encountered by the customer during procedure may have caused the customer to use the device aggressively. These factors include and are not limited to difficult anatomical location, hard bone/tissue structure. These factors can cause the customer to exert pressure, manipulate and/or maneuver the device in a manner that may lead to its breakage. (B)(4)

Event description:
It was reported that the tip broke during surgery. The tip was successfully retrieved, there were no fragments left in surgical site and no additional procedures were required. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.